Event description:
During procedure, bed moved into reverse trendelenburg causing pt to slide to bottom of bed. Cystoscopy was being performed. Pt some hematuria but further exam showed no bladder injury.